Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in (B)(4). According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. The complaint will be assess as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4): "flow rate deviation". Customer information: at 15:40 on (B)(6) 2020, the engineer received a repair report for the injection pump in the emergency intensive care unit. According to the description of the department, the flow rate of the equipment was not accurate when the medical staff used it. Waited for the manufacturer to repair. No sample or picture provided.